Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that a female patient underwent revision of a total left hip arthroplasty due to the femoral head wearing through the polyethylene liner and the acetabular cup. The cup, head and liner were replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant products: unknown head, unknown liner. Device history report review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. Reported event was unable to be confirmed as part number / lot number of device involved in the incident was unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.